Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have all grip and pitch cables broken at the wrist. The cable segments stuck out at the wrist. Both segments that contain the crimps were still installed in the clevis. Due to all cables being broken, the main tube was no longer secure as the tension from the cables was no longer there. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci surgical procedure, broken cables were observed on the tenaculum forceps instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.